Event description:
The olympus representative reported the insertion section on the visera cysto-nephro videoscope had a pinhole (leak). No patient injury reported. During the evaluation of the device, it was noted the forceps (instrument) channel port was scraped. This report is to capture the reportable malfunction of the forceps (instrument) channel port was scraped noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to breakage of the insertion tube due to external factors. Water tightness was not maintained due to perforation of the forceps channel due to external factors. The flexible tube of the insertion section was crushed due to external factors. Wrinkles in the insertion tube due to external factors were observed. The bending angle was insufficient due to the elongation of the angle wire. The forceps could not be inserted smoothly into the forceps channel. The channel cleaning brush could not be inserted smoothly into the forceps channel. Corrosion due to water leakage was found in the operation part. The bending section cover adhesive was missing. Switch three (3) malfunctioned. Liquid leakage was observed in the grip due to handling. Liquid leakage was recognized on the up/down plate. Liquid leakage was recognized in the universal cord. The insertion tube corrugated tube was discolored due to handling (insufficient cleaning). The video cable was discolored due to handling (insufficient cleaning). Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress, handling etc. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.